Event description:
The customer reported poor image quality and the images are getting swapped around and other hard drive issues. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded the software. System operates as intended. (B) (4).